Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post filter deployment, an attempt to retrieve the filter and detached limb were unsuccessful. Allegedly, guided fluoroscopy demonstrated a detached filter limb migrated and was embedded in the ivc wall. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that approximately four months post filter deployment, an attempt to retrieve the filter and detached limb were unsuccessful. Allegedly, guided fluoroscopy demonstrated a detached filter limb migrated and was embedded in the ivc wall. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported that approximately four months post filter deployment, an attempt to retrieve the filter and detached limb were unsuccessful. Allegedly, guided fluoroscopy demonstrated a detached filter limb migrated and was embedded in the ivc wall. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and one strut migrated to the heart and another strut into the ivc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, four months post filter deployment, during filter removal procedure, it was noted that two of the struts of the filter were missing; one was imbedded in the ivc right below the renal vein, the other leg appeared to be in the heart. The filter was subsequently removed and further evaluation showed that two struts were clearly were missing from the filter. There were unsuccessful attempts made to retrieve the filter struts. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four months post filter deployment, an attempt to retrieve the filter and detached limb were unsuccessful. Allegedly, guided fluoroscopy demonstrated a detached filter limb migrated and was embedded in the ivc wall. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and one strut migrated to the heart and another strut into the ivc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after four months, the filter retrieval was performed. During the filter removal it was noted that two struts of the filter was missing where one leg imbedded in the ivc right below the renal vein and the other leg appeared to be in the heart. The filter was removed successfully which demonstrated the missing two struts. Subsequently after one month, several unsuccessful attempts were made to retrieve the filter strut in the right ventricle. Approximately after one month, another retrieval attempt was performed to retrieve the filter strut during which the fluoroscopy demonstrated filter strut was moved from right ventricle to right lower lobe or middle lobe of the lung. The filter strut retrieval attempt was aborted. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Date rec¿d by MFR, supplemental emdr # 2 was inadvertently submitted with a date rec¿d by MFR date of 06/21/2017. The correct date rec¿d by MFR date is 06/21/2019.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after four months, the filter retrieval was performed. During the filter removal it was noted that two struts of the filter was missing where one leg imbedded in the ivc right below the renal vein and the other leg appeared to be in the heart. The filter was removed successfully which demonstrated the missing two struts. Subsequently after one month, several unsuccessful attempts were made to retrieve the filter strut in the right ventricle. Approximately after one month, another retrieval attempt was performed to retrieve the filter strut during which the fluoroscopy demonstrated filter strut was moved from right ventricle to right lower lobe or middle lobe of the lung. The filter strut retrieval attempt was aborted. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four months post filter deployment, an attempt to retrieve the filter and detached limb were unsuccessful. Allegedly, guided fluoroscopy demonstrated a detached filter limb migrated and was embedded in the ivc wall. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and one strut migrated to the heart and other into the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts retained in right ventricle and moved to the right lower lobe of the lung; however, the current status of the patient is unknown.